Event description:
Caller states the patient tested 5.2 inr on the coaguchek xs system and 3.48 inr on a comparison lab. Caller states the patient's coumadin was adjusted based on the lab results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.